Event description:
It was reported that a patient presented with fracture noted on the patient's right ventricular lead. The lead was explanted and replaced on (B)(6) 2026. No adverse patient consequences were reported.

Manufacturer narrative:
Correction. Previously submitted report type incorrect, corrected h1 from malfunction to serious injury.